Manufacturer narrative:
Data correction to 510k, event date a philips field service engineer (fse) evaluated the device and confirmed the issue was due to the user unplugging the power cord from the device causing it to disconnect. The fse secured the power cords with zip ties to resolve the issue. The device was confirmed to be operating per specifications after the power cords were secured. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that there is intermittent telemetry dropouts throughout the hospital. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.